Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a high blood glucose event. Customer's blood glucose was 29.0 mmol/l at the time of incident. Customer stated that blood glucose reading was 29.0 mmol/l and went to 31.0 mmol/l after infusion set has been changed and treated with insulin pump. Customer's blood glucose reading was at 30.0 mmol/l at the time of call. The customer had symptoms such as thirst and does not feel good. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed and there were no leaks or air bubbles. Customer reported that the infusion set cannula was bent. Customer declined further troubleshooting on high blood glucose. Customer was advised to change the infusion set, reservoir, and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis. The product is not expected to return for analysis. (B)(4).